Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced air bubbles in gel. This event occurred 47 times. The following information was provided by the initial reporter. The customer stated: 47 tubes with air bubbles in gel.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but seven (7) photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles was observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of gel air bubbles. Bd determined that the root cause of the indicated failure mode was attributed to inadequate purging during gel drum changes. A tool was implemented at the gel dispense area to help aid in identifying and eliminating gel defects. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced air bubbles in gel. This event occurred 47 times. The following information was provided by the initial reporter. The customer stated: 47 tubes with air bubbles in gel.